Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 505 mg/dl at the time of incident and the current blood glucose level is 327 mg/dl. The customer also reported other blood glucose level was 400 mg/dl and 200 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated high blood glucose with insulin pump for high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. The customer was wearing the insulin pump when the event was reported of high blood glucose. The insulin pump will not be returned for analysis.